Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that patient was implanted on the right side and underwent revision due to a leg length discrepancy which was seen clinically and on x-ray.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6 correction: b4, g4, g7, h10 event description: the patient was implanted with a zimmer mom prosthesis at the right hip on (B)(6) 2005. Due to a dysmetria of the lower limbs, the patient underwent a second surgery on (B)(6) 2005. On (B)(6) 2016 the patient underwent revision of her right hip replacement. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - received documents: claim for damages from azienda sociosanitaria ligure 3 to zimmer biomet, letter received 26 feb 2020: patient received a zimmer metal-to-metal prosthesis on (B)(6) 2005. Claim for damages from studio legale marvulli to azienda sanitaria 3 genovese, letter dated 18 feb 2020: event occurred in (B)(6) 2005 at vìlla scassi hospital. The patient underwent a surgical intervention with a zimmer metal-on-metal prosthesis at the right hip on (B)(6) 2005 due to coxarthrosis. Due to a dysmetria of the lower limbs, the patient was forced to undergo a second surgery on (B)(6) 2005. Laboratory examinations on (B)(6) 2015 for chromium and cobalt levels in blood and urine showed levels 5 times higher than normal. On (B)(6) 2015 the patient underwent another orthopeadic examination at the (B)(6), followed by further laboratory testing of plasma and urinary proteins. On may (B)(6) 2016 the patient underwent revision of her right hip replacement at l'ortopedia universitaria dell'allora irccs aou san martino. Further, review of the medical records showed that the patient has not given a valid consent for a metal-on-metal prosthesis, whose side effects had been known for a long time. - patient data: s.h., female, born (B)(6) 1973 - medical records such as surgical reports, x-rays, laboratory results and intraoperative images have not been received. Product evaluation: - no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the compatibility check could not be performed due to missing product identification. - DHR review: review of the device history records could not be performed due to unknown device identification. Conclusion: the patient had a zimmer mom prosthesis implanted in the right hip on (B)(6) 2005 due to coxarthrosis. Due to lower limb dysmetria, the patient underwent a first revision surgery on (B)(6) 2005. Laboratory tests dated (B)(6) 2015 for chromium and cobalt levels in blood and urine showed values 5 times higher than normal. Subsequently, on (B)(6), 2016 the patient underwent revision of her right hip replacement. The first revision surgery, performed on (B)(6), 2005, due to lower limb dysmetria, suggests that the patient's joint kinematics were inadequately restored during the initial implantation and needed to be corrected. This could indicate that the implant positions were not optimal. However, since neither the surgical reports of june 14, 2005 and (B)(6) 2005 nor radiographs from the time in vivo are available, the exact indication and treatment of this first revision surgery remains unknown. Based on the described sequence of events, it can only be assumed that the complained devices were removed on (B)(6) 2016 due to elevated chromium and cobalt ion levels. However, due to missing laboratory records and the surgical report of (B)(6) 2016, this could not be confirmed on the basis of the available information. The complained devices have not been provided. Therefore, a detailed visual and dimensional examination of the components including wear measurements could not be performed. In conclusion, a thorough assessment of the reported event requires complete medical documentation consisting of all surgical reports (B)(6), 2005, (B)(6) 2005 and (B)(6) 2016), a complete radiographic follow-up of the entire period in-vivo, all laboratory results, and examination of the complained components. Therefore, the reported event could not be confirmed based on the available information. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a non-conformance or complaint out of box (coob). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).